Event description:
It was reported that the patient underwent the dbs lead removal procedure in (B)(6) 2019. No other information known.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13397. It was reported by the patient that they have requested to have the dbs leads removed for medical treatment of depression. No other information known at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was reported that the entire system was explanted. No complications were noted during the procedure.